Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst, and came out of the body with the unknown sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was used in a diagnostic procedure with a non-cordis sheath. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was little vessel tortuosity. The patient was not hospitalized or the patient's hospitalization extended as a result of the event. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in a coronary angiogram (cag) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. The device was stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d8, d9, g3, g6, h1, h2, h3, h6, and h10. The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
-After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10 as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst and came out of the body with the unknown sheath. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The device was used in a diagnostic procedure with a non-cordis sheath. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was little vessel tortuosity. The patient was not hospitalized, nor was the patient's hospitalization extended as a result of the event. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was used in a coronary angiogram (cag) procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was prepared and used in accordance with instructions for use (IFU) and opened in a sterile field. The device was stored per instructions for use (IFU). Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed with the stopcock closed and syringe attached to the device. The sealant remained in the manufactured position, exposed to blood. The procedural sheath was not returned with the device. An inflation/deflation test was performed on the balloon of the returned device per the mynx control¿s IFU. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2224402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control balloon loss of pressure in patient¿ was confirmed through analysis of the returned device. The exact cause of the micro tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, procedural sheath factors/concomitant device factors and/or vessel characteristics (even though it was reported that there was no pvd/calcium visible in the vicinity of the puncture site, and that the sheath was not damaged) may have contributed to the tear found on the balloon since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged sheath, stent or vascular graft). According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.